Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system experienced under-sensing which contributed to a shock being delivered during a ventricular tachycardia (vt). This shock accelerated the patient's arrhythmia to a ventricular fibrillation (vf). The patient was subsequently hospitalized. Technical services was contacted and confirmed that the induced vf was the result of functional under-sensing of the patient's very fine, variable amplitude morphologies. It was discussed that the patient has a history of non-conversion due to variable amplitude measurements. Programming options and medication changes were discussed. The physician elected to explant the s-ICD system and replace with a transvenous ICD system to resolve the event. The patient was stable. This explanted s-ICD system is expected to be returned for analysis, but has not yet been received.